Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the longevity of the device was underestimated by the device programmer. Technical services was contacted and gave the correct longevity estimation. Additional follow-up revealed normal device longevity. The patient was stable.